Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was not receiving effective stimulation. Lead diagnostics were performed and showed all contacts to be invalid. Imaging studies indicated a possible kink at the lead anchor site. Surgical intervention will be taken at a later date to address this issue.